Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp). During the episode, undersensing was also seen. Eventually, the atp accelerated the rhythm of the patient into the vt zone, and a shock was successfully delivered and converted the rhythm. Programming and troubleshooting options were discussed. Subsequently, reprogramming options were adjusted. At this time, this ICD remains in service and there were no additional adverse patient effects reported.